Event description:
It was reported that a burning smell was observed when the home choice (hc) was turned on. The technical service representative (tsr) arranged the return of the device and the tsr discussed the use of manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An event history log review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this occurred during an unknown step of peritoneal dialysis (pd) therapy, while the home patient (hp) was connected. Evaluation summary: the device was returned for evaluation. Visual inspection identified the power inlet module to be emitting a burnt smell. It was then found that there was no power to the homechoice device. Due to the power failure, a power on self-test and one hour simulated therapy test were unable to be performed. The cause of the reported problem and the power failure was determined to be defective 5a fuses and a defective power inlet module. The fuses and power inlet module were replaced. The device then passed all check and calibration tests. After the replacements, an event history log review was performed and showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.